Event description:
Caller indicated the relion confirm meter was giving low readings. On (B)(6) 1012, wife called in stating husband's meter was reading low. She compared it to her confirm meter. Received lo, 23, e-7, lo on husband's machine and 130 right after on wife's machine. No symptoms of feeling low. She feels husbands meter is not reading correctly. On (B)(6) 2012, contacted customer for more information. Customer stated the tests were completed on 2 relion confirm strips and meters. One meter was his wife's and one was his. The meters and test strips were the same. The customer stated the test strips are normally stored in the house but on this particular day they were in the car in his lunch bag. Explained how humidity can affect the test strips with fluctuating temperatures. Customer stated he recap the top on the test strip bottle. He did not treat himself at the time of the incident, but did feel uneasy. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.